Manufacturer narrative:
Updated section: b4, e1 - email, g3, g6, h10, h11. Corrected section: h-6 - medical device ¿ problem code removing "1384".

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, b-5, g-3, g-6, h-2, h-6, h-10, h11. Corrected section: g3 - date received by mfg initial MDR corrected from "04/30/2024" to "05/01/2024".

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring in line with harvesting tool preventing tool from extending all the way. A new device was used and no delay.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c ring in line with harvesting tool preventing tool from extending all the way. Related to (B)(4).

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section h-6 health effect ¿ clinical code: from "4580" to "4582". The lot # 3000380847 history record review was completed. There was (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring in line with harvesting tool preventing tool from extending all the way. A new device was used and no delay. There was no patient harm.